Event description:
Additional information was received on 11feb2021 noting that the patient's pre-existing conditions prior to this procedure and demographics are not available. The procedure being performed was an endoscopic bronchial ultrasound. The needle was not bent. The issue occurred at the beginning of the procedure. The needle had done one pass previously. There were no issues or difficulties inserting or withdrawing the device at any point in the procedure. The needle did not appear to be buckled when removed. There was no damage or abnormalities observed with the device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be provided.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction: this event has determined to be reportable. During evaluation, it was noted that the outer sheath is no longer securely anchored inside the handle, allowing the needle to become exposed unintentionally. This confirms the user's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the outer sheath may become detached if excessive force is applied during insertion or removal from the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device associated with patient identifier (B)(6) will be returned. 'The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, during an unspecified procedure, two single-use aspiration needles (patient identifiers: (B)(6)) could no longer be retracted with the handle. Both needles were extended and could no longer be retracted for the next puncture. No patient harm was reported as a consequence from this event.